Manufacturer narrative:
B5- per updated information a 13.2mm vticm5_13.2 -12.5/1.50/92 (sphere/cylinder/axis) implantable collamer lens was implanted into the patients left eye (os) on (B)(6)2021. On (B)(6)2021 lens repositioning was performed due to low vault no associated to low vault and the problem resolved. Cause of event was unknown. H6 - type of investigation - lens work order search: no similar complaint type events reported for units within the same lot. Claim # (B)(4).

Manufacturer narrative:
(Expiration date): unk, no serial number reported. This product is not marketed in the us. (Device manufacturing date): unk, no serial number reported. Claim # (B)(4).

Event description:
Misalignment of the axis after implantable collamer lens was reported, lens remains implanted. If additional information is received a supplemental medwatch report will be submitted.